Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer performed a supply change and resumed insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.